Event description:
Attached the screw driver element to the handle and then connected those screw driver element to stryker locking screw, then the surgeon tried to insert the locking screw. Right after the screw went into the plate, the tip of the screw driver element suddenly broken.

Manufacturer narrative:
Once the investigation has been completed any additional info will be reported in a supplemental report.